Event description:
A report was received stating that a pt's ipg was explanted due to a local infection at the pocket site.

Manufacturer narrative:
The explanted devices will not be returned for eval as they were discarded by the medical facility.